Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error code 41622. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay in therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed a 'system fault 41,622' alarm. Functional testing was able to duplicate the reported problem. It was determined that the debris found in the motor gears was the cause for error code 41622. The debris was removed. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.